Event description:
Caller reported that their pump screen was dark and would not turn on, which led to a blood glucose level exceeding 500 mg/dl. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi). Technical support instructed the customer through several troubleshooting steps, but the pump failed to respond. Consequently, technical support arranged for the customer to receive a replacement pump and provided instructions for returning the defective one.